Event description:
A cartridge change error was reported with the pump, which led to the customer's blood glucose level exceeding 500 mg/dl and being displayed as "high." The customer addressed the high blood glucose by administering a correction injection manually, while receiving regular assistance from a third party, though incapacitation was not experienced. Technical support instructed the customer through several inspection and cleaning steps, including checking the cartridge o-ring and cleaning debris from the pneumatic tap area. Despite the assistance, the customer was unable to successfully load a new cartridge, prompting technical support to escalate the issue for further troubleshooting.